Event description:
As reported via (B)(4) study, a patient experienced troponin I increased post index procedure that was later diagnosed as a periprocedural myocardial infarction based on the received cec adjudication minutes. At the time of the index procedure, the angiography revealed 80% stenosis in the proximal left anterior descending artery. The indication for the procedure was positive functional study for ischemia. The plad lesion was described as 8mm in length, class c, and de novo. As a planned procedure, the lesion was pre-dilated with a 2.5 x 12mm balloon at 11atm and a 3 x 13mm cypher rx was implanted at 14atm. As a standard procedure, the stent was post dilated with two 3.5 x 12mm balloons at 12atm due to bifurcation. It was reported that the troponin I was 0.246 (0.050 unl) at 16-24 hours post index procedure. As per the adjudication report, the ECG core lab reported no new major st-t abnormalities and no new q waves, but this elevation of enzymes was later diagnosed as a periprocedural myocardial infarction according to the cec adjudication minutes. There were no procedural or angiographic complications noted and the patient was discharged the following day.

Manufacturer narrative:
Concomitant medications at the time of mi included aspirin, bivalirudin, plavix, lipitor, metoprolol, and prilosec. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: the complaint received states that this (B)(4) study patient suffered a peri-procedural mi. This is a (B)(6) female with medical history including hypertension and dyslipidemia. The indication for the index procedure was a positive functional study without angina. Angiography revealed a 80% stenosis in the proximal lad. In (B)(6) 2010, the index procedure was performed for treatment of one target lesion. Pre-dilation, a single stent placement with post dilation were successfully completed. The site reported a 0% residual stenosis, no dissection and timi 3 flow. Pre-procedure, the ck was 69, the ckmb was <1.0 and troponin was <0.006. Post procedure the ck was 64, the ckmb was 2.0 and the troponin was not measured. The next day the ck was 81, the ckmb was 2.0 and the troponin was 0.246. The cec committee has deemed this enzyme elevation as an arc peri-procedural pci thus the file has been coded for mi. The ECG core lab reported no new major st-t abnormalities and no new q waves. The post procedure course was uncomplicated and the patient was discharged the day after the procedure on dual anti-platelet therapy. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15087071 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.